Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician used an expired intuition wire to cross a lesion in the mlad and then stented the lesion. The wire was used approximately 12 months after the expiry date. The patient was doing well when discharged. The physician did a follow-up, and reported that the patient was fine. The intuition wire was just used for pci and nothing else. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.